Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Additional batch reported: batch: 1028196, batch creation date: batch expiration date: full UDI: (B)(4).

Event description:
The IV line is plugged in and the fluid doesn't flow out. 200 ea#: 2000e7d, lot: 1029142, date: 02-2027. #: 448420 lot#: 4017405, exp date 08 - jan -2025, could you check the box was shortage 01 ea, 24ea/sp instead of 25ea/sp?

Manufacturer narrative:
No samples were returned for investigation of (B)(4), in which the customer has stated: "the IV line is plugged in and the fluid doesn't flow out." This feedback relates to a 2000e7d product, of which the customer has provided two likely lot numbers, 1028196 and 1029142. Further correspondence with the customer has confirmed that the fluid being infused was normal saline, no physical damage was identified to the 2000e7d product, and that the product connected to the 2000e7d was a: "conventional IV set which is used normally with smartsite for a year;" however, no model or manufacturer details were provided to aid the investigation. Although no samples were received, the customer did provide a short video, analysis of which confirmed the report of an occlusion; however, the root cause of the customer's experience could not be determined in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lots 1028196 and 1029142 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. In this instance, without any samples to examine it has not been possible to determine whether a manufacturing defect could have caused or contributed to the customer's experience; however, previous reports of this nature have been related to raised features on the surface of the male luer of the connecting product. These features, including flash or a raised edge to the tip of the male luer, have previously been shown to lead to intermittent restricted flow due to pinching of the blue piston of the smartsite which subsequently does not allow it to open fully. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer advocacy feedback database indicates that reports of this nature are rare, with a small number of similar reports received against the smartsite component in the last 12 months.

Event description:
No additional information.